Manufacturer narrative:
(B)(4). The following information concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The user facility rep evaluated the device and determined that the root cause of the reported event was a faulty 3-ohm driver and driver power module. As a correction, carefusion sent a replacement 3-ohm driver and driver power module to the user facility to repair and return the device back to service. The alleged faulty devices were received by carefusion, routed to carefusion failure analysis lab and staged for eval. Once the eval is complete, a follow-up medwatch will be submitted.

Event description:
The following description of the event documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s) on (B)(4) 2013. "[Name removed] called to report that this ventilator was involved in an incident last night. He explains that the driver suddenly stopped while on a pt. They tried to restart the ventilator, but they were unable despite the system being pressurized. The alarms sounded appropriately so the pt was quickly placed on another ventilator. No pt compromise. [Name removed] is factory trained so he evaluated the unit. He found that when he measured p20 (driver), he measured value was unstable. He could not measure 3 ohms. He then evaluated the pwm light. This light remained red despite being pressurized with the start/stop button depressed. Device usage problem: device malfunction - that is, the device did not do what is was supposed to do."